Manufacturer narrative:
B3 (date of event): the date listed is an estimated date, as the consumer did not provide the actual date of the event. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 antigen self-test performed in (B)(6) 2025. This report is for test user three (3) of three (3). The consumer indicated that they received false negative results on the binaxnow covid-19 antigen self-test. No additional patient information, including treatment and outcome, was provided.